Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the pancreas to treat a pseudocyst during an endoscopic ultrasound (eus) procedure performed (B)(6) 2025. During the procedure, it was reported that the axios handle got broken, specifically the gray slider had split. It was noted that there was a resistance on the attempted deployment. During removal, a vessel was inadvertently nicked resulting in bleeding. It was not clear which part of the device nicked the vessel or where the vessel was located relative to the access site. When the stent was removed from the patient it was observed via endoscopic view that the stent was partially deployed. The procedure was completed by addressing the bleeding with interventional radiology. There was no patient complications reported as a result of this event and the patient was doing good.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.